Manufacturer narrative:
Device evaluation summary: the medtronic filed service engineer evaluated the ventilator. During testing of the ventilator, the device failed the extended self test (est) on the compressor tests. Additionally the engineer found that the graphical user interface (gui) latch and rotor were damaged. The engineer replaced he breath delivery central processing unit, compressor air dryer, gui latch and rotor. After servicing, the ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a device alert and an error code which rendered the unit inoperable. The patient was transferred to an alternate ventilator with no harm to the patient.

Manufacturer narrative:
Device evaluation summary: the compressor air dryer assembly was returned for failure analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The compressor air dryer was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The unit failed compressor tests in the extended self test. The fault as isolated to a leak from the air dryer unit. If a leak occurred during ventilation the unit would generate a compressor inoperative condition. If the compressor was the only gas source available to the ventilator, the unit would generate high priority audio and visual alarms to indicate that no air or oxygen (o2) was available. If o2 was available the unit would continue to ventilate at the current settings, however as o2 would now be at 100%, the unit would generate a high priority alarm to indicate this. It would also generate a medium alert to indicate a compressor inoperative condition. If information is provided in the future, a supplemental report will be issued.